Manufacturer narrative:
Additional information: product available to stryker. An event regarding seating/locking issues involving a dual-offset accolade rasp handle was reported. The event was not confirmed. A visual inspection noted that the device was returned in used condition. Minor scratches and damages consistent with in-service use was observed on the device. A functional inspection was performed with the returned handle and found that the broach could not lock with the broach handle as intended. The damage of the slot on the top of the broach does not allow the tip of the broach handle to sit flush. Examination of the returned device with material analysis engineer indicated "in service use damages observed on the broach handle." Medical records received and evaluation: not performed as there were no medical records. Review of the device history records indicate devices were manufactured and accepted into final stock no reported discrepancies. There have been no other events for the lot referenced. The reported event could not be confirmed as the functional inspection found that the broach handle locked and held onto broaches as intended and could be removed/detached. If additional information become available, this investigation will be reopened.

Event description:
During surgery, the surgeon struck the broach directly after the detachment of the handle. The connection part of the broach deformed and the handle did not attach to them. The surgeon attached the handle to them forcibly, and the handle broke as well.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
During surgery, the surgeon struck the broach directly after the detachment of the handle. The connection part of the broach deformed and the handle did not attach to them. The surgeon attached the handle to them forcibly, and the handle broke as well.